Event description:
A nurse from the infection control department contacted steris corporation because several patient bronchial aspirates had shown the same presumptive positive strain mycobacterium tuberculosis. However, the smear was negative. At this time the hospital had not confirmed whether tb was present. The bronchoscopes were sterile processed in the steris system 1 processor.